Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the scissors did not switch off. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2018. Additional information received. The patient did not experience any adverse consequences.